Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a female patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient heard a beep 9 times, and 3 and 6 times. The family could reportedly hear the alarm. It was explained that the non-critical pump alarm would beep once and the "fastest" the beep could go off was every hour. The critical alarm could go off as often as 10 minutes. The patient reportedly heard something that she thought was a cell phone and heard it every 10 minutes. The patient was urged to check for anything around the house that might make noises. To which, the patient noted, there was nothing. The patient also noted that the pump could be alarming, as she was due for a refill. Both pump alarms were sounded over the phone and the patient noted that she had heard both of the alarms. She wanted the alarm turned off. The patient was going to try to find a healthcare provider (hcp) that could interrogate the pump or have an hcp contact a company representative. Additional information was provided by the consumer, stating that the patient had called their primary care doctor and had never heard a response as of(B)(6) 2015. The patient had records released to another hcp, but that hcp had not had time to review the records. The patient ¿didn¿t know what to do if the hcp pays no¿.¿ the patient did not know if they can ask to have their pump removed and continue using dilaudid, as it did work, but the illinois hcp wouldn¿t prescribe it. The patient needed assistance in finding an hcp and that one of the hcps in her area would not see her, because they did not put the pump in. The patient could not find an hcp in (B)(6) that would help her. The patient stated that she would like to have the pump taken out, because she can¿t find a hcp to manage it and get the medication. The patient noted that they do not have a car. The pump was still beeping and the patient was ¿still in a lot of pain.¿ the pain started in (B)(6) 2015. If additional information becomes available a follow-up report will be submitted.